Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8300 error code 571.6241 account name: (B)(6). Account #: (B)(6). Asset name: 8300 etco2 module, v8 (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 571.6241 on their 8300 (sn: (B)(4)). Case resolution: informed customer this is most likely due to a bad sensor. Recommended sending unit in for a level two repair due to possible oridion module replacement. Provided and emailed our fixed level pricing. Customer will call back to send unit in for repair. Ended call. (B)(4).